Event description:
A spot film of c-7 was needed. The table bucky was placed in the upright 90 degree position. The pt was then seated inbetween the table and the x-ray tube in a left lateral position. The tech used the joystick from the remote operated consol to move the tube downward, the arm of the tube struck the pt's left knee. As a result the pt's heel hit the floor causing a fracture.